Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. New/additional information for follow-up 001 medwatch report: physio-control provided the customer with an estimate for device repair. Due to the age of the device and the costs associated with the repair, the customer declined service. The device was then returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, a service indicator was present and the device began rebooting itself. A backup device was readily available and used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient, or the event, were provided.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.